Manufacturer narrative:
The ventilator was investigated by our field service engineer fse. According to fse the cause of the reported problem was due to leakage in the patent circuit. The ventilator passed the pre-use check and was ready for clinical use. The logs were not received and no parts were replaced. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator was giving 100% leakage when it was in niv pressure control mode. There was no patient harm. Manufacturer's ref.#: (B)(4).